Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported blood glucose results of 239 mg/dl, 193 mg/dl, 285 mg/dl, and 124 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
A hospital in (B)(6) reported via a distributor that a heater wire connector was "broken" on an rt206 adult inspiratory heated breathing circuit. This was observed prior to pt use.